Event description:
The recipient was bilaterally implanted in (B)(6) 2020 at which intra-operative measurements revealed high channels. The surgery was reportedly smooth and uneventful. The recipient was re-implanted on (B)(6) 2020.